Manufacturer narrative:
The issue was not reproduced. The cause was not conclusive but the exhaust valve was replaced and pressure sensor calibrated. The issue was not reproduced. The cause was not conclusive but the exhaust valve was replaced and pressure sensor calibrated.

Event description:
It was reported that there was a malfunction resulting in high airway pressure during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 device evaluation anticipated, but not yet begun.